Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). Caller said the patient (pt) has had the rechargeable stimulator for 3-4 years and pt's therapy has been unexpectedly off after caller uses the 37751 recharger to charge the ins and they must use the handset and communicator to turn it back on again. Caller said this did not happen at first but started to happen a couple of years ago and happens now every time they use the charger. Caller said dbs has really done the patient so much good and when therapy is off their whole body shakes and caller has to use the communicator/ handset to turn it on again. Caller said they are always with the patient and they are the one who keeps their ins charged and it does not go dead, they charged it last week. Caller said now the patient is on hospice and patient's reaction is different, now, they can tell therapy is off when the patient's voice changes. Caller said their voice changed this morning and they wanted to use the equipment but the samsung h handset was dark despite being plugged in and they could not get it to start up again. Worked with caller to remove the battery pack from the handset, put it back in, plug it into power and caller was successful to start the handset. Caller used the handset and co communicator to synch with the pt's ins and confirmed therapy was off, their ins battery was 100 percent and they turned therapy back on. Worked with caller to use the 37751 to start charging and caller reported they were successful to get 8 coupling boxes the ins battery was flashing between 75-100 percent and stim was on. Asked caller to test the side white/ gray buttons to find out if therapy could be turned off/on with the charger and the lightening bolt remained, therapy remained on. Reviewed therapy turning off on it's own was unexpected and normally we redirect patients to their doctor to have their system checked in person to find the cause of therapy turning off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller said since pt is on hospice they no longer see their previous doctors.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the device unexpectedly turning on and off was because when they charged it, it would turn off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.